Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A bipap a40 pro device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the service technician identified a ventilator inoperative code e-20, indicating 'defective eeprom.' The service technician noted that the error code is a result of a faulty pca. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also identified two unreportable error codes e-10 and e-228, recommending the replacement of the pca. No repair was performed. The device was scrapped per the customer's request.